Event description:
The enterprise stent ((B)(4)) pre-deployed at the prowler select plus (m/c) 606s255x/15958487 microcatheter hub. There was no adverse event and the products are going be returned for analysis.

Manufacturer narrative:
The enterprise stent ((B)(4)) pre-deployed at the prowler select plus (m/c) 606s255x/15958487 microcatheter hub. There was no adverse event and the products are going be returned for analysis. A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. An enterprise stent was found deployed in the hub. The micro-catheter was inspected and compressed sections were noted on the distal section of the received device. The micro-catheter was inspected under microscope and the enterprise stent was found deployed in the hub, as well as the compressed sections noted on the visual analysis were confirmed. The ID from the micro-catheter was measured and was found within specification. The stent was removed from the hub of the micro-catheter and the received device was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the micro-catheter and it advance smoothly until the micro catheter¿s distal tip; resistance/friction was felt when the guide wire was passing through of the compressed sections found on the distal section of the micro-catheter. The guide wire was removed from the micro-catheter and after that an enterprise lab sample was introduced into the micro-catheter and it advance smoothly until it was stop to advance in the compressed sections found on the received device. A review of the manufacturing documentation associated with this lot 15958487 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as ¿catheter (body/shaft) ¿ obstructed¿ was not confirmed during the functional test. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in placed which prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is one of two products reported under complaint # (B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Product was received for analysis. This is one of two products associated with complaint # (B)(4).

Manufacturer narrative:
This is one of two products involved with this adverse event for complaint# (B)(4). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.